Event description:
Customer reportedly received the following blood glucose results on the advantage system within 10 minutes: 358 mg/dl, 210 mg/dl and 135 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.